Event description:
It was reported that, "there was not a set screw in the packaging for the gamma nail. The gamma cart in the hospital has extra set screws so we took one off of the cart."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.